Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered for atrial arrhythmia alertaab) for greater than 0 hours in a 24-hour period. Review of the stored data noted 10 atrial tachycardia response (atr) events. All stored electrograms showed farfield r-wave oversensing (ffrwos) with some upper rate tracking of atrial tachycardia at 120bpm. Routine follow up was recommended. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been triggered for atrial arrhythmia alertaab) for greater than 0 hours in a 24-hour period. Review of the stored data noted 10 atrial tachycardia response (atr) events. All stored electrograms (egm) showed farfield r-wave oversensing (ffrwos) with some upper rate tracking of atrial tachycardia at 120bpm. Routine follow up was recommended. The device remains in service and no adverse patient effects were reported. It was reported that intermittent undersensing was observed on the presented and stored egms. Further review noted the potential undersensing was of atrial ectopic beats as regular intrinsic atrial signals appeared to be sensed appropriately. Further review of atrial lead parameters could be considered. The system remains in service and no adverse patient effects were reported.